Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 415 mg/dl while wearing the pod between 4 and 24 hours. The patient woke up having high bg levels so the patient's mother gave a bolus. Then the patient went to school and while at school the school nurse checked the patient's bg levels and it was still high. The school nurse bolused the patient but patient was still climbing so mother advised school nurse to remove the pod. When removed from the infusion site (back), the pod's cannula was found bent. Patient bolused thru pod then replaced pod and was given multiple daily insulin (mdi) of 1.5u at school. Patient's mother did not save the pod so device is not available for return.